Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was in use. The root cause was determined to be a defective water chamber. The breathing circuit set (incl. Water chamber) was replaced to solve the issue. There was no patient or user harm. Regarding the "leaky chamber" cases, ecom-2665 has been initiated and completed to develop and implement the required improvements.

Event description:
Dear massimo-san, I hope you are doing well the content of this cer was reported to pmda by the user. And this information was passed from pmda to nk. The contents of the user's report are as follows. Started use for patients at around 22:40 on november 29th. At around 13:10 on november 30, me discovered that a puddle had formed on the floor while checking the usage status of the ventilator. It was confirmed that the place where water was generated was the joint between the chamber and the tube. Hospital staff have reported to pmda that they are concerned about the following: the leaked water entered the h900. Therefore, it may lead to an electrical accident such as electric shock. Proper water supply to the chamber cannot be performed because the water being supplied is leaking. Therefore, there is a possibility that humidification will be insufficient. We need to get the manufacturer's opinion on the above concerns. In the future, pmda may issue instructions. Collect and suspend use. In that case, we have no alternative. Procuring alternatives from other companies incurs enormous costs. First of all, I would like you to answer the user's concerns. Thank you for your help. With best regards, hiroshi,